Event description:
The customer states that they just changed the batteries and now the numbers are backwards. A review of the system was conducted over the phone which indicated that segments were missing from the display. The customer was asked to return the meter for further evalulation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.